Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time. As a result, the ipg was no longer able to communicate with external devices. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their ipg replaced. Effective therapy was restored post operatively.